Event description:
It was reported that during setup for a turbinate procedure using a reflex ultra ptr with integrated cable wand, the wand gave an alarm upon connection to the controller. The surgeon opted to cancel and reschedule the procedure for another date, as no back up device was available. There were no patient complications reported as a result of this event.